Event description:
A report was received that the patient stated the area surrounding in implant site had gotten infected. The patient will undergo an explant procedure.

Event description:
A report was received that the patient stated the area surrounding in implant site had gotten infected. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient never had an infection. The bsn representative mentioned that there was a sore on the implant site and it was painful. The patient underwent an explant procedure. Model number/catalog number: sc-2408-74 serial number: (B)(4) batch/lot number: 21049482/ 21176369 model/catalog description: avista MRI perc lead kit 74 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.